Event description:
Customer received result of 26 "something" (mmol/l) on the aviva system, and result of 8.5 mmol/l on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.